Manufacturer narrative:
(B)(4). Approximate age of device ¿ 2 years and 2 months. (Calculated from the date when the system controller was issued to the patient.) The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. The patient reported that the power leads of the system controller became very hot to the touch when connected to the power module. The patient was advised to go to the clinic to have the system controller inspected. At the clinic, it was reported that visual inspection revealed areas of damage to both the black and white power cables that the patient had covered with electrical tape. When the white power cable was connected to the clinic&#38112;power module it immediately became extremely hot to the touch and green electrical fluid and smoke came out from the area of damage on the power lead. When the patient reconnected the cable to battery power, the issues resolved. It was reported that an audible alarm was heard, but the customer was unable to determine the specific alarm condition. The system controller was replaced. The patient was asymptomatic.

Manufacturer narrative:
Upon completion of the investigation, the reported incident of the system controller being hot to the touch was confirmed during evaluation. Analysis performed on the returned device isolated the fault to damage of the system controller power leads. Specifically, the power conductors were shorted to the cable shielding resulting in high current and explains the reported incident of being hot to the touch. Analysis confirmed a hole in the outer grey insulation of the white ad black power leads with a green fluid residue. The damage appeared to be due to handling as a result of the power lead getting cut. Despite the investigation findings, evaluation of the system controller log file did not reveal any performance related issues when used by the patient. The root cause of the event is attributed to wear and tear. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.